Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000107420. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02470. It was reported that patient was unable to enter MRI mode, one of the patients leads had high impedances. Patient also experienced discomfort and protruding at ipg site following weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein system was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.